Event description:
A customer contacted haemonetics on (B)(4) 2011 to report their orthopat machine was not recognizing when the reservoir was loaded. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 to report their orthopat machine was not recognizing when the reservoir was loaded. No operator or donor injury was reported. Evaluation of the returned unit revealed there was fluid ingress on electrical components within the machine. As a result several parts were replaced. Device is back in proper working condition. (B)(4).